Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 152 mg/dl at the time of the incident. The customer stated that they tripped and fell on the pump. The customer stated that the screen was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked/bleeding lcd glass. Unable to perform displacement test due to cracked/bleeding lcd glass. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot and cracked display window.